Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer did not provide how bg was addressed. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.